Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument tip was unable to manipulate/broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer does not know if there was a broken cable, if there was physical damage at the distal end or proximal end and instrument had already been sent back. The instrument did not move with non-intuitive or uncontrolled motion. It is unknown if the instrument remained static or if it had smooth/continuous motion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis.